Event description:
It was reported that zero tip basket device package was damaged, and a bigger hole was found at the upper end of the package. Reportedly, the product was no longer sterile. There was no patient present at the time of the event.

Manufacturer narrative:
Block b3: date of event was approximated to 03/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a020503 captures the reportable event of seal compromised. Block h11: investigation results the returned zero tip basket was analyzed, and it was noted that the device returned inside its pouch. Additionally, the suppliers seal returned in good condition with no damage. However, it was observed that part of the manufacturing seal and the pouch itself were torn off. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event was not confirmed since the most probable cause of the reported issue cannot be established and the investigation findings did not lead to a clear conclusion about the cause of this issue. During manufacturing process there are inspections performed to the seal of the pouch. In addition, the sealing process a sample is taken to monitor the pouch strength passed successfully and during DHR review there were no non-conformances or scrap related with the reported event. These inspections provide confidence that the package of the product was inspected per pouch integrity, seal strength and ensuring sterile barrier is not compromised and would have captured the encountered failure confirming the event was not manufacturing related. Taking all available information into consideration an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that zero tip basket device package was damaged, and a bigger hole was found at the upper end of the package. Reportedly, the product was no longer sterile. There was no patient present at the time of the event.

Manufacturer narrative:
Block b3: date of event was approximated to 03/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a020503 captures the reportable event of seal compromised.